Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event has been estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Surgical intervention took place on (B)(6) 2019 wherein the lead and ipg were explanted and replaced to address the issue. Related manufacturer reference number: 3006705815-2019-03472.